Manufacturer narrative:
Date of event was reported as an unknown date "about two and a half to three years ago". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as "plant pollen falling onto the tubing". It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotics and was recovered from the event. Pd therapy was ongoing at the time of treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.